Event description:
It was reported post-op of an achilles tendon repair, the suture eyelets on implants broke. Further information indicates, the patient's sole was dirty suggesting full weight bearing. Second surgery required to remove implants. It was suspected that patient was non compliant with post-op instructions. This device is used for treatment.

Manufacturer narrative:
The device was not returned. Customer's complaint could not be verified. DHR review revealed nothing relevant to this event. The cause of this event can not be determined without device evaluation.